Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant's engineer reporting the following: "it looks as if the correct console may actually be (B)(6). This was the console that was in use at the time the pump team determined that the issue here seems to be oscillating contrast." This complaint involves two automated impella controller (aic) devices: aic 1 (subject device): (B)(6). Aic 2: (B)(6). Report numbers 1220648-2025-47666 specifically address aic 1. Separate reports (B)(4) address aic 2.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella aic had a controller error alarm while supporting the patient. The placement signal was lost but resolved within 20 seconds. The aic was not exchanged. The patient continued support and was bridge to left ventricular assist device.